Event description:
While providing remote service for the device, it was identified by the philips remote service engineer that the therapy pca for the unit was defective. There was no patient involvement. A customer requested assistance from a philips remote service engineer (rse). Upon troubleshooting of the device, it was discovered that the therapy pca for the unit was faulty and required replacement. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. A replacement therapy pca was ordered and shipped to the customer site to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.